Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and noise. The patient experienced diaphragmatic stimulation when pacing was delivered. A lead fracture was confirmed, therefore, a revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were not successful. Visual inspection of the lead confirmed environmental stress cracking (esc) was observed at approximately at 60 and 120 mm from the terminal end (both torn through insulation). X-ray confirmed two outer conductor fractures with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and noise. The patient experienced diaphragmatic stimulation when pacing was delivered. A lead fracture was confirmed, therefore, a revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.